Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent a total hip replacement and turned the system off but the ipg was not placed into surgery mode. Post-procedure, the patient's ipg was unable to communicate with external device and the patient lost therapy. A manufacturer representative confirmed the issue and troubleshooting was performed which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.